Event description:
During an atrial fibrillation (afib) procedure, it was reported that there was no flow when flow reached 60 ml/min and a high temp limiter error displayed on the stockert generator during ablation. The catheter was exchanged and the case was completed without patient's consequences. Additional information received stated the catheter was hand flushed after the procedure and it was observed there was a small clot discharged. Due to this condition, this is now an MDR reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib) procedure, it was reported that there was no flow when flow reached 60 ml/min and a high temp limiter error displayed on the stockert generator during ablation. The catheter was exchanged and the case was completed without patient¿s consequences. Additional information received stated the catheter was hand flushed after the procedure and it was observed there was a small clot discharged. During the follow up questions, customer reported that clot came out of the irrigation hole of the catheter. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. A corrective action has been opened to address and resolve this issue.